Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95588 it was reported the patient's pacemaker was explanted and the patient's right ventricular (rv) lead was capped. The pacemaker and the rv lead were both successfully replaced on (B)(6) 2023. No patient consequences were reported.

Event description:
New information received notes the patient's right ventricular (rv) lead had a steady rise in the capture threshold measurements. The physician then elected to have the rv lead capped and replace on (B)(6) 2023 to resolve the issue. The patient had no adverse consequences.